Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.